Manufacturer narrative:
(B)(6). The complaint ((B)(4)) states: 1 primary packaging has been observed to be sealed with dress. Which lead open seal. A br review has been completed and no discrepancies were found. Pm logs have been reviewed and all pm's were completed. Affected amount:1pc aquacel ag drs 5x5cm was manufactured under material code 1186135and manufacturing lot number 8k02445. Lot# 8k02445 was sterilized under lot 1218782111 and released on review of results of sterilisation provided by sterilisation company steris. All of the results were within spec and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-027 ver.54.0 for machine doyen3. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8k02445. There are 2 complaints for the affect lot registered within tw8.7 however, they are for different issues and malfunction codes. Event 1443745 was raised for this complaint issue with investigation 1447210. Investigation 1447210 has been closed to root cause investigation 1420339 as it was found to have the same root cause. The root cause was found to be the dressing moving after inspection due to catching on the vision light box. The vision light box has been upgraded and validated and there is no longer a catch point for the dressings to prevent the issue from happening again. The investigation is now closed and no further action is required. Operators have been made aware of the complaint issue. This complaint issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that 1 primary packaging was observed to be sealed with the dressing, which led to an open seal. The product was not used on patient. Photographs depicting the issue were received from the complainant.